Event description:
This is filed to report death it was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation grade 4 with prolapsed posterior leaflet. Two clips were implanted with no reported issue, reducing mr to 2+. Two hours post-procedure, patient expired. The cause of death was bleeding from the lungs. The physician does not suspect that the mitraclip device caused or contributed to the bleeding; however, the cause of the bleeding is unknown. No additional information provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported death was due to bleeding from the lungs. A cause of the reported hemorrhage associated with the bleeding could not be determined. The reported patient effects of death and hemorrhage as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.